Manufacturer narrative:
On 3-jun-2026, it was noticed an incorrect 510k number was reported under field g4. PMA/ 510(k) of the 3500a initial medwatch report. The field has now been corrected from "p210027" to "p210027_s000". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient received an index cardiac ablation procedure with a qdot micro on (B)(6) 2026. On (B)(6) 2026, patient experienced sudden death (adverse event #1) categorized as severe and serious defined by death. Relationship to study device is not related and relationship to the index study procedure is not related. The outcome is death. Intervention was none. The clinical database reports that the type of mortality is unknown as the only information is that the patient suddenly died.

Manufacturer narrative:
A patient received an index cardiac ablation procedure with a qdot micro on (B)(6) 2026. On (B)(6) 2026, patient experienced sudden death (adverse event #1) categorized as severe and serious defined by death. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31765943l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's ref. #: (B)(4).